Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals two distal tips of healicoil devices with the anchors detached. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A visual inspection revealed the device was returned outside of original packaging. The anchor was cut in half at the distal tip of the device and the other half of the anchor was received in the bag damaged. The anchor plug was detached from the device free from damage. The device appears actuated. The handheld device shows no visible damage. A functional evaluation revealed the handheld device functions as intended.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during rcr repair large retracted tear surgery, two ultratape were passed with a fpst suture passer and two tails of tape were loaded into the hck nsp anchor (peek). Hole preparation used was 3.8 tapered awl, subsequently, a healicoil disposable dilator 5.5 was used due to hard bone stock. The anchor eyelet was successfully entered into prepared hole, the surgeon locked the sutures by turning the black dial. The anchor was correctly seated and first window buried subcortically. However, when going to advance the orange dial it was noted on insertion that the anchor body started to shred and disintegrate on insertion. At this point the rep advised to back the remaining screw out of the bone by back turning the orange dial. All peek parts of the screw were removed. We then pulled the peek tip out the bone and removed the peek eyelet from the tapes. A 3.8 awl was reinserted into the hole and a footprint ultra pk suture anchor 4.5 was successfully inserted into the hole with good hold. The broken pieces were retrieved from patient with grasper form elite premium set. No significant delay or other complications were reported. The patient status is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.